Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm and an unresponsive keypad on the insulin pump. The customer's blood glucose level was 11.3 mmol/l at the time of the keypad anomaly and 9.9 mmol/l at the time of the button error. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.